Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin that was pushed in and an e8 error code was displayed. The pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging into the console and pushing in the pin. It was determined that the e8 error code may have been caused by the pin being pushed back creating a bad connection between the motor and the console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or possibly use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was shutting off. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.